Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Inspection of the exposed soft cannula was found to have been damaged. Fluid was still able to flow through the cross drill despite the damage. The soft cannula measured within specification. Inspection of the download data from the returned pod found that no timeouts or drive stalls occurred, and no hazard alarms were generated. The investigation could not determine the timing or cause of the exposed soft cannula damage. It could not be determined if this damage contributed to the reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated and bent in the infusion site (abdomen). As treatment, the patient gave a correction bolus and changed out the pod.